Manufacturer narrative:
(B)(6). Evaluation statement: the reported event of an IV set error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported channel a alarmed for ¿IV set error¿ when loading the IV set. The pump module was powered off and on; however, the alarm occurred each time the set was loaded. The set was loaded into a different pump module and the infusion of 23% nss was started without incident. There was no report of patient harm. The device was evaluated and the facility¿s biomed identified damaged iui connectors, which were replaced.